Event description:
This was a diagnostic left heart catheterization via the right groin. The pt was not obese and no calcification, tortuosity, or scarring were noted. The procedure proceeded as planned until resistance was encountered during device insertion. The device was pushed under the skin. Fluoroscopy revealed the device kinked at the latchwire and device body junction. The physician removed the device and straightened the kink by hand at which time a 1 cm hematoma began to develop. The physician re-inserted the device and proceeded with the case. However, he was unable to achieve second mark. He proceeded to insert the 0.018" guidewire without success. The physician removed the device, cut the latchwire, and converted to standard access. A sheath shot revealed a non-flow limiting dissection. The procedure was then completed without issue. Following sheath pull, manual compression was held for 20 minutes. The pt ambulated without issue. Post procedure, the physician and the arstasis rep present at the case discussed the likelihood of having achieved mark outside of the artery, resulting in the hematoma. The pt was discharged the same day and recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Images received confirmed the description of event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Dissection and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of spec. The root cause, based on available info, is unk as it cannot be definitively determined.